Event description:
It was reported that during a laparoscopic assisted distal gastrectomy, the jaws did not open after the device was inserted into the patient via a trocar for the 1st firing. The device was not fired for the patient. Another device was used to complete the case. There were no adverse consequences to the patient. When the sales rep checked the device after the operation, it was found that the knife slightly moved forward. The sales rep explained that the firing trigger might have been grasped by mistake and the doctor understood.

Manufacturer narrative:
(B)(4). The sc60a device was received for analysis with no visual non-conformances and with an ecr60b cartridge loaded on the device. The cartridge reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.